Manufacturer narrative:
Upon further investigation, the following has been reported in the customer's communication that the reported issue was observed in the biomed room during testing and there was no patient involvement. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
It is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported. The remote service engineer (rse) recommended having the customer send the unit for bench repair. The remote service engineer created a follow-up bench work order. The bench document was provided to the customer via email. Upon a follow-up with the customer, the customer stated his manager wanted to try another part before making a decision on the bench repair. Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If new information is received, a supplemental report will be submitted.

Manufacturer narrative:
Report date: (B)(6) 2021.

Event description:
The customer reported spi bus failure 1007, 110f 110e, 1110, and 1113. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated the unit has error codes 1007, 110f 110e, 1110, and 1113. The rse stated all the codes point to the data acquisition pcba, but customer tried a different data acquisition pcba and it did not repair the unit. It is unknown if any part or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.